Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported patient underwent surgical intervention at an unknown time wherein the system was explanted due to an unknown issue.